Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00420 and 00422).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2008 due to alleged elevated metal ion levels. The modular head and taper insert were removed and replaced with an active articulation liner and head.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2013 due to alleged elevated metal ion levels. The modular head and taper insert were removed and replaced with an active articulation liner and head.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6), 2008. Subsequently, patient was revised on (B)(6), 2013 due to alleged elevated metal ion levels. The modular head and taper insert were removed and replaced with an active articulation liner and head. Additional information received from patient's legal counsel reports patient underwent a left hip revision due to patient allegations of pain, elevated metal ion levels, metal poisoning, metallosis, loss of range of motion and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the revision operative report noted a left hip revision occurred (B)(6), 2013 and the presence of straw-colored fluid and scar tissue. Operative report further noted no metallosis was present. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00420-1 & 00422-1).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Additional information received from patient's legal counsel reports patient underwent a left hip revision due to patient allegations of pain, elevated metal ion levels, metal poisoning, metallosis, loss of range of motion and lack of mobility.